Manufacturer narrative:
H3: product analysis determined that the returned valve met the requirements for reflux, leak, and pre-implantation testing. It did not meet the requirements for siphon testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve. It was reported that before the product was implanted, the surgeon conduct a shunt patency test and found that the shunt could not flow even under a pressure of 200 mm of water and could only flow when the fluid reservoir bag was pressed. The surgeon thought the actual pressure was much greater than the design. The surgery was successfully completed after replacing with another set of the same product. There was a 30 minute delay in the procedure. The patient's status at the time of the report was alive-no injury.